Manufacturer narrative:
The customer reported getting a lot of intermittent artifacts in their electrocardiogram (ECG) on this unit. The customer has tried different leads and other receiver cards; however, the issue remained. The customer switched teles in the same area and the artifacts went away. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported getting a lot of intermittent artifacts in their electrocardiogram (ECG) on this unit. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported getting a lot of intermittent artifacts in their electrocardiogram (ECG) on this unit. The customer has tried different leads and other receiver cards; however, the issue remained. The customer switched teles in the same area and the artifacts went away. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: we were unable to confirm the reported issue, as repair center and finance had a project under way to systematically evaluate and disposition certain devices. Under this project, the customer's zm telemetry transmitter (serial number: (B)(6)) was scrapped prior to conducting a proper investigation; therefore, a definitive root cause could not be determined. To resolve the issue an exchange unit (zm-531pa, serial number: (B)(6)) was shipped to the customer. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported getting a lot of intermittent artifacts in their electrocardiogram (ECG) on this unit. There was no patient injury reported.